Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the ventricular leadless pacemaker exhibited loss of capture and could not be interrogated. A magnet was placed and there was no response. X-ray imaging was performed and showed that the device had dislodged. The device was ultimately retrieved, and a new one was implanted without complications. There were no patient consequences.